Event description:
It was reported that the haptic broke during insertion. The incision was enlarged slightly. In the surgeon's opinion, loading error was the likely cause of the event. Please reference MDR# 1313525-2015-002209 for the lens used during this event.